Event description:
After coronary percutaneous intervention in the cardiac cath lab on (B) (6) 2009 at 11:10 hours an intra-aortic balloon was placed by the cardiology interventionalist into the ascending aorta due to cardiogenic shock, no flow, acute myocardial infarction. Pumping commenced with full inflation of the balloon. The iabp was sutured into place. Pt's pulses were intact. The pt was transferred to her bed in ICU. On (B) (6) 2009 at approximately 03:20 hours, the nurse noted blood up the catheter line, audible air, and intermittent loss of augmented pressure. All the pt's pulses remained unchanged with good urine output. Heparin drip was stopped. Cardiologist notified. Iabp placed to 1:3, then changed to 1:2 because iabp would not run at 1:3 cycle; unable to maintain augmented pressure. Pulses remained unchanged with good urine output. Iabp continued to alarm and dropped augmented pressure to 70's. Cardiologist came in. After checking pt's act and examining groin site which was normal, cardiologist pulled balloon without difficulty. Venous sheath with pacemaker pulled and hemostasis secured. No hematoma and excellent distal pulses. A new iab did not need to be inserted.